Manufacturer narrative:
Product event summary #the full lead was returned and analyzed. Blood was noted on the distal conductor of the lead and it was obstructed. Visual summary analysis of the lead indicated damage at implant. The stylet test result failed at a distance of 83cm. The guidewire test result failed at a distance of 87.3cm. The analyst performed visual inspection with destructive testing and found blood obstructed in lumen (B)(4).

Event description:
It was reported that during an implant attempt the left ventricular (lv) lead would not stay in place inside the vessel. It was further reported that the physician experienced difficulty advancing the stylet and guidewire down the lead. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.